Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had possible under delivery. Customer thought that their pump was under delivering because they were unable to lower their high blood glucose with insulin pump and their blood glucose was high at 23 mmol/l for which customer was hospitalized and treated high blood glucose with insulin pen. Customer declined to trouble shoot for under delivery. The insulin pump will be returned for further analysis.